Event description:
It was reported that after a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The lesion site was not reported. During the index procedure, an unspecified taxus express2 drug eluting stent was successfully deployed. On an unreported date, the patient's primary care physician instructed the patient to cease plavix therapy. The patient's cardiologist was not consulted. On an unspecified date, the patient was diagnosed with stent thrombosis. No further information was available. Follow-up information has been requested but none has been received as of the date of this report.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed and no analysis was possible. Because the batch number for this complaint is unk, the shopfloor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.